Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to verify reported harm, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was below 65 mg/dl at the time of incident. Customer was treated with food. Customer stated that the serial number was rubbed off the sticker. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not alleging insulin pump was over delivering. Troubleshooting was performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that battery lasts less than expected.